Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured progression of cardiogenic shock with a "definite" relationship to the impella device used: ¿despite maximal efforts, family decided to proceed with withdrawal of care.¿. The patient outcome was fatal. Additionally, it was reported that the patient endured hemorrhagic shock with a "definite" relationship to the impella device used: ¿post impella implant, patient developed a large hematoma in the left groin. Lactic began increasing, required va ECMO cannulation. Multiple blood products administered.¿. The patient is not recovered and issue was not resolved.

Manufacturer narrative:
B.5 updated with additional information received from the clinical site. H.6 updated to reflect the additional information received from the clinical site. H.10 updated to add instructions for use for the h.6 codes that were added. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.2 revised as life threatening was incorrectly selected on initial manufacturer device report number 1220648-2025-26205. B.3 revised event date due to information in b.5 since the initial manufacturer device report number 1220648-2025-26205 was submitted. D.3 e-mail address should have been left blank on the initial manufacturer device report number 1220648-2025-26205. D.4 revised lot number and unique identifier (UDI) # as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26205. G.1 revised manufacturing site name and address as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26205. G.2 added study as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26205. H.4 revised device manufacture date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26205.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing an ablation was implanted with an impella cp device for mechanical circulatory support (mcs). Impella was implanted using best practice. And the ablation was performed. The decision made to keep the impella in place. The peel-away removed, repositioning sheath advanced, angle matched, and impella secured. The patient was sent to the unit on impella mcs. Plan to continue fluid resuscitation, monitor heart function and hemodynamics. Later in the date it was reported the patient had worsening hemodynamics. The patient was cannulated for venoarterial extracorporeal membrane oxygenation (va ECMO), and blood was transfused with fluids. Approximately 13 later, the patient had a gastrointestinal bleed and blood products: 1 unit of packed red blood cells, platelets 2 units and fresh frozen plasma 1 unit were given. Heparin was used in the impella purge system, and it is unknown if the use of the heparin impacted or exacerbated the outcome of the bleed. The patient would expire three days later.